Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the unit and found the impeller cover's bolts, located within the recirculation pump, were loose and identified debris in the recirculation pump resulting in the reported water leak. To resolve the issue, the technician tightened the impeller cover bolts and replaced the gasket casing. The technician ran a test cycle and found the unit to be operational. A review of amsco 5052 washer complaints reveals this is an isolated event. Following the technician's repairs, no additional issues have been reported.

Event description:
The user facility reported water leaking from their amsco 5052 washer. No report of injury.